Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, pump time was incorrect. The customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level was 243 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.